Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for closure procedural complications. The exact root cause cannot be determined. The likely root cause is the device was not fully tamped or the required compressive force was not achieved. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, but unknown date of birth: born 1955 ethnicity: requested, but unknown explanted date: device was not explanted phone number: requested, unknown a review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal involved had no problems with the release of the device. Access site related bleeding was barc type 2, 3 or 5, following angio-seal¿ vcd deployment, as per bleeding academic research consortium (barc) classification. Patient's hospitalization was extended due to the event. The procedure performed for for the patient, prior to using the closure device was a type of peripheral endovascular procedure was an interventional, retrograde puncture, right leg. Segment for endovascular intervention was aorto-iliac and revascularization approach was intraluminal. Type of intervention performed was an angioplasty balloon, bare metal stents the procedure sheath that was used 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. Hemostasis achieved by firm manual compression. The patient was in stable condition. The blood loss was not greater than 250cc's. Additional information was received on 25 april 2023: there were no issues with insertion, deployment, or withdrawal of the device. Blood loss was not greater than 250cc. Patient condition was stable.